Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that a 6900p was explaned at implant due to leaflets were not coapting. The valve was not sewn in. The device is available for return and will be returned by the sales representative, sales representative requested that a return kit be sent to his home address. No additional information is available at this time.

Manufacturer narrative:
(B) (4) = incomplete coaptation. Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, however it is pending evaluation.

Manufacturer narrative:
Evaluation summary: larger central hole is noted. No other inconsistencies detected the valve was sent to rd for functional testing. Research and development completed the functional test and concluded with the following: "this valve was explanted due to the valve's leaflets not coapting, which cannot be confirmed by edwards standardized valve evaluation. The standardized in vitro testing demonstrated that the functionality of the valve meets the requirements per iso(B) (4)." Larger central hole is noted. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
E-mail from (B) (6) from (B) (6) hospital dated (B) (6) 2010 indicates that this device is not listed in the operative report because the surgeon noticed that the valve looked defective while it was on the handle, therefore that device was never placed in the patient.

Event description:
The clinician reported that his patient experienced a graft failure after treatment (socket procedure) with the calcium sulfate hemihydrate product. The grafting material had to be removed. The calcium sulfate hemihydrate product was mixed with a beta tri-calcium phosphate product and mixed with the fast set solution. There was no evidence of infection, the clinician reported that the patient was healing normally.